Event description:
The facility reports during an attempt to place the lift over the resident and while holding the hanger bar, the hanger bar detached from the boom. Due to he caregiver holding the hanger bar at the time of detachment, it did not fall onto the resident. No injuries reported.